Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analyis confirmed the reported event; display overlay found out of electrical specification. Analysis also confirmed the power cord bay was broken; the latch tabs were broken off of the cord door. It is noted the hinge plate screw was missing. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the stylus is not working even after calibrating. It was also reported the programmer connects to the sdn (software distribution network) and then there is no progression. The power cord compartment lid is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.